Event description:
It was reported that an ilet user experienced hyperglycemia after consuming a protein bar without announcing the meal and was later advised that the correction algorithm would deliver additional insulin once sufficient time had elapsed since eating. Customer care provided troubleshooting and education regarding meal announcements. Investigation of this case revealed user-related factors associated with missed meal announcement leading to hyperglycemia, with the device operating as designed. No clinical symptoms associated with elevated blood glucose was reported, with a reported sensor value of 195 mg/dl. Outcomes included user education regarding meal announcements and acknowledgment of understanding. It was concluded that the event was related to use error regarding meal announcement rather than a device malfunction, and that corrective guidance was provided.